Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization for diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading was 375 mg/dl at the time of the hospitalization. The customer had been vomiting and experiencing cramps prior to the hospitalization. The cause of the hospitalization was determined to be dehydration and diabetic ketoacidosis. The customer was kept in the intensive care unit until her blood glucose became stable. Customer was advised that she had no organ damage and to start using the insulin pump on (B)(6) 2014. The customer was wearing the insulin pump at the time of the emergency room visit. Customer declined troubleshooting at this time. Nothing further reported.